Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 6/6 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) from (B)(6) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 6 of 6. The hp stated he had three (3) bags connected but only the heater bag had fluid. The technical service representative (tsr) assisted the hp with troubleshooting. The hp confirmed there were no disconnects and nothing unusual was noted with the supplies. The tsr assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. No patient injury or medical intervention was reported.